Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6)2023 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 21:46:57 on (B)(6)2023. At 02:00:00 on (B)(6)2023, an arrhythmia was detected. ECG shows af @ 40 bpm. At 02:01:04, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was af @ 40 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm with hb. At 02:01:50, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was sinus bradycardia @ 50 bpm with pac¿s. Post shock rhythm was obscured due to artifact and electrode lead fall off. The electrode belt was disconnected at 02:22:27 on (B)(6)2023.